Event description:
On (B)(6) 2015 the patient underwent placement of a uresil general purpose drainage catheter (16 fr. Locking pigtail catheter) into new onset abdominal abscess under guided CT, and it was replaced on (B)(6) 2015 with same type of drainage catheter (uresil 16 fr. Locking pigtail catheter, same lot #) due to obstruction. On (B)(6) 2015 this (2nd) drainage catheter was replaced (under guided CT) with the same type of drainage catheter (uresil 16 fr. Locking pigtail catheter, same lot #) due to a break in the luer lock connection that is located just above the white plastic mechanism on the catheter. There was no harm to the patient. On (B)(6) 2015, the luer-lock connection that is located just above the white plastic mechanism on the 3rd catheter broke. This (3rd) catheter was replaced under guided CT with a deutsch gastrostomy tube/drain. There was no harm to the patient.